Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. Thirteen days prior to original date, at 8:00 am, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. After the use of the meter, the patient claimed to have experienced the symptoms of shaking and fatigue. The patient went to the urgent care clinic, where her blood glucose level was tested, however, the result is unknown. The physician treated the patient with food and/or drink. During the troubleshooting telephone call, the customer care advocate determined the meter would not power on with either the power button or the test strip, the patient's test strips were correct, and the patient had not replaced the battery as recommended by the manufacturer. The issue was not resolved, as the patient did not have a replacement battery. The meter and test strips were replaced. The patient did not replace the meter's battery as recommended. The patient allegedly experienced symptoms suggesting severe hypoglycemia after she was not able to test her blood glucose level due to the meter power issue, and she received emergency medical attention and treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.